Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the band could not be deployed. The patient had bleeding and it was reported that the speedband superview super 7 did not contribute to the bleeding. The procedure was completed with another speedband superview super 7 which resolved the patient's bleeding. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head, handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached, one of them was moved from its original position. The handle slot had inserted the trip wire. The irrigation tube was in good condition. The device was observed under magnification, and the ligator head teeth and suture hole were observed and found no problems. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the attached four bands in the ligator head was moved. This suggest that the device could not deploy. This condition could have been generated possibly due to some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocateds the suture thread would have encountered difficulties releasing the bands causing it to move one of the bands, consequently, inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the band could not be deployed. The patient had bleeding and it was reported that the speedband superview super 7 did not contribute to the bleeding. The procedure was completed with another speedband superview super 7 which resolved the patient's bleeding. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.